Manufacturer narrative:
H3: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that checked impedance 3 times and all resulted in 0/4 (all 4 electrodes out of range). During initial impedance check all 4 electrodes out of range. We re-ran impedance check and still all 4 out of range. Dr removed the lead from the battery, cleaned the lead, and re-inserted the lead ensuring all 4 blue electrodes were visible. Dr tightened the screw making sure we heard several clicks and that the lead was secure by doing a slight tug. Impedance checked again (twice) with the same out of range outcome. A new battery was used to rule out if it was a lead or battery issue. New impedance check and all electrodes within normal limits. The cause was unknown.